Event description:
It was reported that bd q-syte ext set leaked at the diaphragm. The following information was provided by the initial reporter translated from chinese to english: at 17:48 on 2023-10-04, when the patient's newly inserted PICC tube was connected to the infusion connector with an extension tube, it was found that the blood leaked outward from the diaphragm, and it still leaked after tightening.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
No additional information received.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385102 and lot number 3131718. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.